Manufacturer narrative:
The manufacturer conducted a documentary review on the batch provided: no deviation was found. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2023, patient underwent placement of a xcela device, model number h965451030, lot number 151702. The xcela was implanted at (B)(6). On or about (B)(6) 2024, patient presented to her primary care physician, (B)(6), m.d., with concerns relating to neck pain. A CT scan was thereafter ordered and performed on (B)(6) 2024, which revealed an occlusive thrombus. An additional CT scan was then performed on (B)(6) 2024, that revealed thrombus. The product was surgically removed at (B)(6) on (B)(6) 2024.